Event description:
Report received of an unrequested bolus of an unspecified pain medication. It was reported that a surgical patient received pain medication without pushing the patient pendant button. The patient informed the nurse that the pump was delivering pain medicaton without them pushing the pendant button. The nurse checked the pump history, and reported that no bolus dose was recorded; however, the total volume delivered recorded in the device history correlated with the amount of medication gone from the medication vial. The customer could not verify the prescribed settings or the pain medication that was being administered. There was no reported adverse patient event. Though requested, no further information was available.